Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues occurred. The caller acknowledged and understood the instructions.